Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was 240 mg/dl. The customer completed troubleshooting and after changing the infusion set and reservoir, insulin exited with manual prime. The customer was informed that the device was working as designed and the alarm was caused by a set or reservoir occlusion. The customer was advised to return the set and reservoir back for analysis, and their products were also replaced.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.